Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 435 mg/dl. Customer's other blood glucose value was 424 mg/dl. The customer was treated with manual injection. Customer stated that the insulin pump had battery out limit and then failed battery test alarm and also blank display. Customer was performed self test and it was pass. The device will not be returned for analysis.